Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient's father claimed that upon removal of the sensor pod, he noticed that the sensor wire had detached from the pod and was stuck to the adhesive patch. At the time of contact, the patient's father did not report any injury or medical intervention. Patient's father reported that sensor wire was inserted into patient's arm which is not an approved site. Patient's father reported that the transmitter was removed prior to removal of the sensor pod, against user guide recommendations.

Manufacturer narrative:
(B)(4).